Event description:
It was reported that the patient had pain and the battery was not working well. It was stated that the patient needed to be reprogrammed and the doctor suggested that the battery ¿may be dying.¿ it was reported that the pain was bad at night. It was stated that it had been awhile since the pain got bad and was getting worse. Additional information reported stated that the cause of the event was due to increased low back pain and left leg pain. It was reported that the spinal cord stimulator (scs) could not be programmed to cover all leg pain. It was noted that the surgical intervention was their implant date. Diagnostic method was a CT scan that stated that there was a central disc protrusion at l1-l2, and degenerative changes and degenerative disc space narrowing scoliosis. It was reported that the signs and symptoms were low back pain and left leg pain.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient . (B)(4).